Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the replacement procedure of this pacemaker, the physician observed that the atrial set screw became loose while inserting the right atrial (ra) lead into the header of the pacemaker. As a result, the physician replaced the pacemaker. Once the new device was implanted, all measurements were within normal range. No adverse patient effects were reported. The original pacemaker was already returned to boston scientific for analysis.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the replacement procedure of this pacemaker, the physician observed that the atrial set screw became loose while inserting the right atrial (ra) lead into the header of the pacemaker. As a result, the physician replaced the pacemaker. Once the new device was implanted, all measurements were within normal range. No adverse patient effects were reported. The original pacemaker was already returned to boston scientific for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information as implant date and further details of the procedure. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a procedure, the physician observed that the atrial set screw became loose while inserting the right atrial (ra) lead into the header of the pacemaker. As a result, the physician replaced the pacemaker. Once the new device was implanted, all measurements were within normal range. No adverse patient effects were reported. The original pacemaker was returned to boston scientific for analysis.